Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing detached at the quick release while she was going through her daily routine. The site location was patient's right hip and the pump was attached in front of her pants, possibly on the left side. The infusion had been in use for a day and the infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.